Event description:
Siemens customer service engineer (cse) was at the customer site. The cse opened the card cage of an advia centaur instrument and smoke was emitted from the instrument. The cse unplugged the system and evacuated the laboratory. There were no reports of injuries or adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
The cse opened the power supply unit and discovered that several electrical components had melted. The cse replaced the power supply, completed ring empty-and-fill and primed the system. The cause of smoke being emitted from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.